Manufacturer narrative:
The device was returned and an evaluation was completed. An x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found to be bent which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: 31940. Please reference 2032546-2021-00062 for the patient''s left eye.

Event description:
Through follow-up, the surgeon provided the following additional information. The reported hyphema was characterized as a 3mm grade I (= 1/3 ac vol.) In the right eye (od) that self-resolved with no sequelae. Per report, the patient was not on anticoagulants pre or postoperatively, and the hyphema was managed with glaucoma medications. The patient was reported as ¿happy with the iop within limits and the adverse event resolved without adverse impact¿. This report references the patient''s right eye (od).

Manufacturer narrative:
Additional information: the device was not implanted properly, but remains in the patient's eye; thus, the date of implant was indicated. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but there is no sufficient information to conclusively suggest a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event is due to patient anatomy. MFR# reference: (B)(4). Please reference 2032546-2021-00062 for the patient's second eye.

Event description:
It was reported that following a bilateral cataract surgery, the surgeon experienced difficulties due to patient anatomy in attempts to implant the stents (ou) from a trabecular microbypass stent system. Reportedly, there was excessive intraoperative bleeding, and the surgeon inadvertently implanted the stents (ou) in the sclera instead of the trabecular meshwork (tm). Postoperatively, the patient presented with blood (ou) in the anterior chamber (3mm). This report references patient¿s eye first eye. Additional information has been requested.